Manufacturer narrative:
The issue reported was punctate hyperdensities displayed on brain monoe 190kv datasets and resulted in a CT rescan to determine artifact vs pathology. A philips clinical product management specialist stated the artifact had the potential to result in a misdiagnosis, however, in this case, no misdiagnosis or mistreatment occurred. There was no actual harm associated with this complaint. Philips engineering evaluated the digital imaging and communication (dicom) images and raw data and concluded the probable cause of the artifact was due to a suboptimal spectral noise reduction algorithm. Additionally, the conventional images does not display the artifact. Therefore, the site was instructed to revert to the conventional acquisition. Furthermore, as stated in the instructions for use manual for the spectral CT: notice it is always recommended to compare the spectral results with conventional images. Therefore, based on the investigation performed and lower than probability of harm occurring, this event is considered a non-reportable event. The system did not cause or contribute to a death or serious injury, or serious deterioration and would not cause a death or serious injury, or serious deterioration if this event were to recur.

Manufacturer narrative:
The investigation is still in process and has not yet been completed. A final report will be sent when the investigation is complete. Cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was punctate hyperdensities displayed on brain monoe 190kv datasets and resulted in a CT rescan to determine artifact vs pathology. There was no actual harm reported associated with this complaint. Based on the available information, it is unknown if the reported event would be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, this event is being conservatively reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips engineering has not completed the investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
Philips has started an investigation. The investigation is still in process and has not yet been completed. A final report will be sent when the investigation is complete. Cross reference: complaint (B)(4).